Event description:
It was reported that a few minutes after the iab was inserted in the right femoral artery, the pump stopped suddenly and the display showed "gas interfusion." Because of this, the iab was removed and replaced. There were no associated pt complications.